Manufacturer narrative:
This report filed (B)(6) 2016. Device discarded by clinic.

Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2016.